Event description:
It was reported during a lap rectum procedure that the surgeon tried to bend the jaw. But if he moved the trigger, instrument did not bend. Then he moved the trigger back and the jaw opened. Take new instrument. No further information is available. There was no adverse patient consequence.

Manufacturer narrative:
Damaged articulating mechanism. Eval summary: one atg45 device was returned in good visual condition loaded with an unfired tr45g cartridge that was noted to be in good visual condition and with the lockout tab in normal condition. Upon further investigation of the device, the flex neck was noted to be damaged both sides. When tested for functionality, the articulation mechanism was noted to be damaged; however, the device was fired on the three articulated positions and fire conforming. The device was disassembled to examine the condition of the internal components and four articulation gear teeth were noted to be damaged.